Manufacturer narrative:
Evaluation summary the device returned with a detachment on the hypotube 52.2cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site . The device returned with blood visible in the balloon and deformation was visible to the distal tip which appeared stubbed. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora rx ptca balloon catheter. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. It was reported that during preparation of the device in vitro, the shaft broke in 2 parts about 1/3 of the way back from the balloon end of the device. The device never entered the patient¿s body. Patient status post-procedure is alive with no injury. Device returned with blood present and tip stubbed which indicates use in patient, could not be confirmed with account.